Event description:
Surgical excision of adenocarcinoma of pancreas. A moss gastrostomy tube(5-17719) was inserted near the end of procedure. The hospital states that the balloon was inflated with 10 c.c. Of water during the procedure. Post-operative orders were written and the "feeding" tube was to be irrigated with 10 cc of water every six hours. The beginning of the recovery period was as expected, but on the 6th post-op day the pt was short of breath. Pt was transferred to ICU and there was concern that their overall picture reflected sepsis. A surgical re-exploration was performed on post-op day nine. This revealed erosion of the gastric wall adjacent to the moss tube balloon. The balloon contained 40 cc of clear fluid. The record does not indicate how the additional 30 cc of fluid. The record does not indicate how the additional 30 cc of fluid got into the balloon inflation port. Only the "feeding" port was to be irrigated with water after the initial surgery. The words "feeding" and "suction" appear on two of the moss tube ports, and the third port(the balloon inflation port) is red with 20 cc written on it. The pt did not do well after re-exploration. Their blood sugar up blood pressure down, and had persistent hypodemia, the pt. Died on post-op day 11 no autopsy. Tumor pathology-pancreation cancer stage ii b adenocarcenonia.